Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815. Lot no.: 1040003. It was reported that hair was found inside of the product packaging. Customer stated that when they opened the package to use the chloraprep, they found one piece of hair on the sponge, and the one piece of hair on the inside of the plastic packaging. Doe: 6/2/2021. Customer stated they would like a replacement sent to them.

Event description:
Material no.: 930815 lot no.: 1040003. It was reported that hair was found inside of the product packaging. Customer stated that when they opened the package to use the chloraprep, they found one piece of hair on the sponge, and the one piece of hair on the inside of the plastic packaging. Doe: 6/2/2021. Customer stated they would like a replacement sent to them.

Manufacturer narrative:
The failure mode of foreign matter (hair) was confirmed by the photograph provided by the customer for analysis.the hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. An initiative under an existing CAPA is to replace labs coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environment. Follow up e MDR pr3010380 h3 other text : please see narrative below.